Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having multiple conditions that may impact the performance of the assay. These could not be ruled out as a cause for the unexpected results. Although improper techniques and patient sample interferences were identified in the complaint, the root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance between inratio inr results was reported. Caller was concerned about the imprecision when tests were performed within minutes of each other. The patient's results were as follows: (B)(6): inratio=0.7, 5.1, 2.0. (Tested within minutes of each other). Therapeutic range: 2.0-3.0. Previous result provided as historical value; not questioning. On (B)(6): inratio=2.7. It was reported that the customer touched the finger to the sample well during sample application. While troubleshooting it was mentioned that the patient had been hospitalized in (B)(6). On (B)(6) the patient was admitted to an unspecified hospital for gastrointestinal issues and bleeding. The initial diagnosis was not provided. Inratio result on (B)(6) was 3.1.(result not being questioned); lab inr was not provided. No information about treatment was given and patient was discharged on (B)(6). The discharge diagnosis was not provided but the caller believed it was "ischemic colitis". No further information was available.